Manufacturer narrative:
The issue was related to build-up on the float travel slide which prevented the free movement of the float switch. This switch is used to indicate the level of detergent inside the tank. The restriction of this movement would produce false readings on the detergent level resulting in an overflow. (B)(4). Customer resolved the issue.

Event description:
The customer was receiving instrument alarms followed by the detergent tank overflowing. The customer stated that the overflow was intermittent. The customer representative instructed the customer to remove the float switch assembly and manually clean the float slide where the floats travel. The customer cleaned the slide and then returned the assembly to the detergent tank. This resolved the issue. Field service was not dispatched.